Event description:
A discordant low hcg result was obtained with one (1) patient sample on an immulite 2000 analyzer. Patient care was not altered or prescribed due to the discordant hcg result. There was no known report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) evaluated the instrument data. After evaluation instrument data, the tse concluded that the cause of the discordant hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the system is required